Event description:
Pt in operating room for surgery to address gallstone pancreatis. According to the surgeon "the gallbladder bag ruptured, leaving the gallbladder leaking bile around the umbilical port." Surgeon: (B)(6) md.